Event description:
The ortho summit sample handling system instrument reportedly did not pipette sample/reagent and did not generate an error message. No death or serious injury was associated with this incident. This report corresponds to ortho clinical diagnostics inc. Complaint number: (B)(4).

Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found a disposable tip hitting the plate in the reported problem area of the pipette assembly. The tip clamp was replaced. The instrument was cleaned, inspected, tested without further problem, and returned to service.